Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, an insert revision was performed 10 days post implantation due to unspecified complaints of range of motion (rom) and instability. Reportedly, the 11mm cr hf xlpe was exchanged for a thicker 13mm dished insert. As of the date of this medical investigation, no supporting clinical documentation has been provided; therefore, no clinical factors could be definitively concluded to have contributed to the reported event. It is unknown if the instructions for use was adhered to. Patient impact beyond the reported unspecified rom complaints, instability and revision cannot be determined. The patient¿s current health status is unknown. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that decreased range of motion and unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions, this has been identified as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, joint laxity, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a left tka surgery had been performed on (B)(6) 2023, the patient complained of range of motion (rom) and instability. A revision surgery was performed on (B)(6) 2023 in order to exchange the lgn cr high flex xlpe sz 3-4 11mm device, trial done with 3/4 13mm dished trial, 13mm dish insert implanted. No further information available at this moment.